Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 02/26/2020. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ad, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant hemoglobin result of 146 on an (B)(6) year old female patient. The patient was admitted to hospital (B)(6) 2020 and medivaced to a different hospital the next day. There was no additional patient information available at the time of this report. Return product is not available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The customer states that the patient's hemoglobin was actually critically low in the 50's and was given 2 units of o positive blood based on the lab results. The investigation is underway.